Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 107 which was reproduced. System error 107 was confirmed through a review of the event history log and found to be caused by a failed upper auxiliary. The failed upper auxiliary was replaced.

Event description:
It was reported that a spectrum pump displayed system error 107 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.